Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. And instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a follow-up will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) did not connect and pressed go. They cycled power and were at end of therapy. The patient was connected either at the time of the alarm or observed air. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.